Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed that the swivel elbow and the swivel wye were detached. Physical damage to the sealing lip between the swivel elbow and the swivel wye was noted. Performance testing of the returned rt265 after connecting the swivel elbow to the swivel wye revealed that it was within specification. Following the reported incident one of the hospital staff later fitted the swivel elbow to the swivel wye and it fit correctly. A lot check revealed no other complaints of this nature for lot 140610. Conclusion: based on the inspection conducted, it is likely that the returned breathing circuit may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt265 breathing circuits are visually inspected and pressure tested for leaks before being released for distribution. Any breathing circuit which fails any of these test is discarded. This suggests that the swivel was damaged after the subject breathing circuit was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in the (B)(6) reported that the rt265 infant dual heated evaqua2 breathing circuit disconnected at the patient end. The hospital staff further reported another disconnection with a different circuit and on a different patient. However, the circuit in the second disconnection was not kept for investigation. No patient consequence was reported.